Event description:
It was reported that when the surgeon opened the package he found inside a "left" nail instead of a "right" nail as the label indicated. He substituted another size of nail to complete the surgery.